Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that a multimeter (cl-14290) was used to test the voltage in the battery, and it was found to be 3.67 v. Then, the customer¿s battery was then put into the ao3 test mcgrath (cl-16435). The display was a blue screen with four loading squares. Eventually, the squares went away, and an empty battery icon flashed on the blue screen, indicating an expired battery. The customer¿s battery was also put into the ao2 test mcgrath (cl-16058). It was found that both the display and the led did not work. It was reported that the device display was blank and there was mechanical failure. The reported issues were confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the video laryngoscope's battery had 140 remaining minutes, but the screen became dark immediately. After four squares appeared on the blue screen, even after the screen appeared, the battery symbol lighted up, and the power got cut off. There was no patient involvement.